Event description:
Staff reported that a constellation 27+ ultravit handpiece was not working properly. The surgeon noted that the handpiece was suctioning without the footpedal being depressed. A new handpiece was used to complete the procedure as planned and no harm came to the patient. The handpiece was saved for clinical engineering and will be returned to the manufacturer for failure analysis.